Event description:
It was reported the pt experienced intermittent sharp pain behind the ipg site regardless of stimulation. The pt also experienced tenderness at the ipg site at times. X-rays were ordered and the pt was given trileptal. The pt believes the pain is a result of nerve irritation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.